Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 300 mg/dl, and suspects there was an issue with the bolus delivery feature. Reportedly, the contact alleged that the pump did not deliver a bolus properly. The contact declined to perform troubleshooting or provide additional information to tandem technical support.